Event description:
During routine testing of the device at the service center, the service tech reported the fan did not spin. The service tech checked to make sure the wires were not pinched. To resolve the problem, the service tech replaced the fan assembly. The monitor was originally returned for failure to go into "operate mode". Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.